Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose level and unconsciousness. Customer¿s wife called ambulance, emergency medical services was dispatched and hospitalized on (B)(6) 2020. Customer's blood glucose value was 1 mmol/l at the time of the incident. Another blood glucose level was 6.6 mmol/l. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with intravenous fluid and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The device will not be returned for analysis.